Manufacturer narrative:
As reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was found to be split during prep, preventing insertion into a non-cordis sheath. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was being used for hemostasis after a percutaneous transluminal angioplasty (pta). The mynx vcd was used in an interventional procedure. The procedure used a retrograde approach. The deployer is mynx certified. The device was used with a non-cordis sheath. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was little presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The device was stored and prepped according to the instructions for use (IFU). The device was removed from the packaging according to the IFU. No excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were not depressed. The stopcock was in the open position, and the syringe was not returned for this evaluation. The sealant was present in its manufactured position but was partially exposed. The sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned. The balloon was deflated, and the core wire was present. The atraumatic tip showed no signs of damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was measured and found to be within the defined specification. The measurement was taken using a calibrated ruler. Additionally, due to the frayed/split/torn condition of the sealant sleeves, a dimensional analysis to measure the slit length could not be executed. Per functional analysis, the insertion/withdrawal functional test could not be performed due to the frayed/split/torn condition of the sealant sleeves, which resulted in high resistance for an insertion into the csi. Additionally, based on the observed condition ¿mynx control¿deployment difficulty¿premature,¿ a simulated deployment test was conducted to evaluate functionality. The unit performed as expected, successfully deploying the sealant and retracting the balloon upon activation of button 1 and button 2. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, prepping/handling factors possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant and impedance experienced during insertion. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was found to be split during prep, preventing insertion into a non-cordis sheath. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was being used for hemostasis after a percutaneous transluminal angioplasty. The mynx vcd was used in an interventional procedure. The procedure used a retrograde approach. The deployer is mynx certified. The device was used with a non-cordis sheath. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was little presence of pvd / calcium in the vicinity of the puncture site. The device was stored and prepped according to the IFU. The device was removed from the packaging according to the IFU. No excess force was applied during insertion. The device is being returned for evaluation. Addendum: on product evaluation the sealant was partially exposed.